Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 2nd of april 2024 and 27th of november 2024 recorded a fluctuating pacing impedance between 200 ohms and 400 ohms and a stable shock impedance of 90 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was observed. The tachycardia function of the ICD has been turned off. A decision regarding the placement of a new rv lead will be made. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.